Manufacturer narrative:
Results: the complaint for low impedance was not confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest impedance passed and there is no indication of low impedances. The autotest 2vb and set defaults test failed due to high current. The high current draw was isolated to c33. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to explant and replace her leads (reference MFR report: 1627487-2014-08425 and MFR report: 1627487-2014-08426) and intraoperative diagnostics indicated low impedance readings with the replacement lead. The lead was reinserted and x-rays verified the lead was properly inserted, however the issue persisted. The ipg was then explanted and replaced and the issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.